Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure; right femoral artery puncture, it was not a high stick access, and the posterior wall was not punctured. A pre-deployment angiogram was performed. 24 hours after the procedure, bleeding occurred. Hypotension tachycardia occurred. Circulatory was unstable, revitalization; in the intensive care unit. 10 units of stored blood was transfused. Patient was reported to still be unstable and hospitalized in the intensive care unit. Bleeding outside of the procedure room occurred. Internal bleeding size 2 l. There was a hematoma present. A CT was performed to diagnose the bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date , to update, and to provide the completed investigation. The actual device was initially reported as being unavailable; however, it was confirmed that an unused sample was available. The actual device was not returned to the manufacturing facility for evaluation. However, one unused 8fr angio-seal vip device was received for product evaluation. The device was received in a sealed header bag with all accessory components. Visual inspection revealed that the the accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. Functional testing was performed, and the locator was fully inserted and locked into the sheath; an audible snap was noted. The locator was removed and the carrier tube assembly was inserted into the sheath. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device" there is no evidence that this event was related to a device defect or malfunction. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused sample. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.